Event description:
The user received a questionable cortisol result for one patient sample. The initial result was <0.1 ug/dl from a pour off cup and was reported outside the laboratory. He believed the account questioned the initial result so the user repoured the sample into a new cup and the repeated testing with a result of 29.4 ug/dl. This is the value they issued as a corrected report. The user had no knowledge of any adverse event associated with the event and would not be doing any follow up relative to this. The cortisol reagent lot number was 16130602 with an expiration date of (B)(6) 2012. The user declined a service visit and stated he believed the issue to be sample related or due to the sample integrity.

Manufacturer narrative:
The investigation could not determine a clear root cause. No calibration or qc data was provided for investigation. No additional issues occurred before or after this event. There were no other assay problems on this analyzer. A general instrument problem and assay problem could be excluded. No patient was adversely affected.